Event description:
Boston scientific received information that, during a recent follow-up, this right ventricular (rv) lead displayed high out of range (oor) shock impedance measurements. It was noted the noise could be reproduced on the shock channel when isometrics were performed. Technical services (ts) was contacted regarding this issue, and it was discussed that the oor shock impedance measurements were most likely due to a connection issue. Ts suggested an x-ray be performed to check if the terminal pins are completely inserted in the header, and the integrity of the lead. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that no further information will be provided at this time. Please accept this as a final report.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available this report will be updated.